Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the r/o marker detaching from the catheter cannot be confirmed as no sample was returned for evaluation. Without receiving the sample, a definitive root cause could not be determined. Several attempts were made to obtain follow up information from the user. Those attempts were unsuccessful. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, each catheter is 100% inspected to ensure that the r/o markers are embedded properly. The instructions for use, which is supplied to the end user with this item number statements; angiographic catheters are for use where angiographic diagnosis is indicated". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported 09/02/2015, an (B)(6) male patient presented for an angiographic procedure for an endovascular abdominal repair. During the procedure, it was noted an r/o marker was detached from the catheter. The treating physician located the marker inside of the patient's aortic sac. There was no report of permanent harm or injury to the patient. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.